Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for a high out of range pace impedance measurement of 2010 ohms, which triggered a lead safety switch (lss). As a result, the pacemaker device automatically switched the rv lead from the bipolar to the unipolar pace and sense configuration. Boston scientific technical services (ts) stated that the rv lead pace impedance at implant was 1592 ohms and the most recent impedance measurement taken in the office was 1709 ohms, which are both high measurements but still within normal specification limits. Ts explained the upper limit for this lead is 2000 ohms and the out of range measurement was just above that limit at 2010 ohms. Ts noted that the auto trend feature is not programmed on so the patient will need to be assessed in person to check rv lead sensing, impedance, and threshold measurements. Ts indicated the r-waves are stable and the patient receives rv lead pace therapy only 4% of the time. Ts provided additional guidance that they could consider programming the rv lead to a unipolar pacing and bipolar sensing configuration if the patient tolerates unipolar pacing, as impedance measurements are typically lower in the unipolar pacing configuration. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.